Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6176872, medical device expiration date: 06/30/2018, device manufacture date: 06/24/2016, medical device lot #: 6183706, medical device expiration date: 07/31/2018, device manufacture date: 07/01/2016 . Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 71984 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes "serum-367820-foreign matter".